Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. This report is filed august 27, 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.